Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was closing a 7fr sheath size with an 8fr angio-seal device. He removed the sheath and inserted the arteriotomy locator. He then pushed the device through and heard one click, then followed by pulling back for two clicks. When he pulled back on the device, the entire device pulled out. After further inspection of the device, it appears that the anchor never exited the end of the locator. The doctor was unable to determine whether the anchor actually left the locator and pulled back into device without engaging the notch, or whether the anchor never moved when the 1st click occurred. The anchor is still inside the device. The patient was stable. Hemostasis was achieved by holding pressure. Additional information was received on (B)(6) 2022: left heart catheterization intervention was performed and a 7fr procedural sheath was used. A pre-deployment angiogram was performed. Additional information was received on (B)(6) 2022: the angio-seal device was not actually deployed in the patient.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluaation. The returned sample included the locator, carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated, however, the devices remained connected via the suture as the anchor and collagen were found to have been stuck within the sheath. Multiple cuts were also identified at the distal tip of the hemostasis sheath and along the sheath tubing. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).